Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported an intraocular lens (iol) was stuck in cartridge and it never touched the eye. The surgeon used a new iol of same model to complete the procedure. Additional information was requested.

Manufacturer narrative:
The lens was returned located just inside the nozzle entry of the qualified cartridge. An inadequate amount of viscoelastic is dried in the cartridge. The lens is in an acceptable position for advancement. Product history records were reviewed and the documentation indicated the product met release criteria. The cartridge product history records were reviewed documentation indicated the product met release criteria. The evaluation of the cartridge would indicate the damage is related to a failure to follow the directions for use (dfu). The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with viscoelastic, which may result in damage or delivery issues. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer indicated the use of a qualified cartridge. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. (B)(4).